Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital in the intensive care unit (ICU) with a blood glucose (bg) level of 900mg/dl; due to needing a settings adjustment. Bg was treated with intravenous therapy (IV) and fluids of saline and insulin to address the issue. The customer was released from the ICU on (B)(6) 2023 with the issue resolved and no permanent damage. Tandem technical support guided the customer through correcting the carb ratio to address the issue and the customer continued to use the pump for insulin therapy.